Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained from meter memory of hi, hi, 579, 465 and 340 mg/dl. Informed customer to seek medical attention if any symptoms should arise. The customer's expected fasting blood glucose test result range is 130 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of hi on both results . The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in the diet, exercise, or medications recently. Verified proper storage and testing technique. Customer's son states customer's healthcare provider wants the glucose level to stay below 200mg/dl fasting. Informed customer if possible to contact healthcare provider for instructions on what to do based on back to back glucose readings reading hi as well.